Event description:
It was reported that while the surgeon was tamping in chisel using a slap hammer, the stop on the chisel broke off. There was no harm to patient. Chisel is available for return. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the device appears to be used and the head for the slap hammer is broken off. The instrument has the cap broken off where the slap hammer interfaces. Based on an investigation conducted during an internal corrective action to address this issue, the disassembly of the chisel during use can be attributed to a combination of in suffices in the design and or the manufacturing process of the device. Based on the investigation it is concluded that this complaint is considered valid. The deficiencies found in the internal corrective action have been addressed with the release of (B)(4). This instrument was manufactured in 2008 before the design changes found in (B)(4). Current inventory has been dispositioned as use as is because the patient risk for this failure is low.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Date received by manufacturer: original awareness date is 12/14/2011.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Product code changed to fzo.